Manufacturer narrative:
The technician found a build up on the latch assembly. The technician cleaned the latch assembly to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Technician alleged that the side rail would not lock properly. No injury reported.